Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was noted that there was moisture observed behind the display and the display could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/20/2015. Device evaluation: the device has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during investigation, there was evidence of moisture contamination found inside the battery compartment. A leak test was performed and failed indicating a battery compartment leak. The battery compartment was observed to be cracked in the thread area and below the grip pad. Unrelated to the original complaint, the pump powered on to a dim and discolored display.